Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information respiratory tract irritation, dizziness and headache nausea, vomiting and asthma. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Correction to the previously reported information: the manufacturer received information alleging respiratory tract irritation, dizziness, headache, nausea, vomiting and asthma on a rep dreamstation auto bipap device. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. This is a remediated device and does not fall under the scope of recall. In this report, box d, h has been updated/corrected. There is no clinical information provided to indicate any causal relationship between the device and the harm reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest possible exposure to foam vocs/particulates would result in any serious harm or death. Per the conclusions reached and documented in ER 2242138 v02, dreamstation 1 platform voc hhe and er2245262 v00, dreamstation 1 platform particulate hhe, "based on testing and complaint data analysis available to date, exposure to the identified vocs levels may lead to headache/dizziness, irritation (eyes, nose, respiratory tract, skin), hypersensitivity and nausea/emesis". Otherwise, "considering the general and higher risk population, the probability of occurrence of harm is estimated as unlikely.¿ therefore, based on information available at this time, the alleged harm of asthma is assessed as not related to the device in this case. Based on information available at this time, the reported alleged harms of respiratory tract irritation, dizziness and/or headache, and nausea/vomiting are assessed as non-serious injuries. Therefore, the device did not cause or contribute to a serious injury or death.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information respiratory tract irritation, dizziness and headache nausea, vomiting and asthma. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.